Event description:
Additional information became available that this patient's rv lead likely perforated the patient. There was continued low out of range pacing impedance, loss of capture, diaphragmatic stimulation. A revision procedure is going to be scheduled. To date, no additional adverse patient effects have been reported.

Event description:
Additional information became available that this lead was successfully repositioned and remains implanted.

Event description:
Boston scientific received information that this patient came in for a wound check and it was noted that the right ventricular (rv) lead exhibited decreased r-waves since implant as well as decreased impedances and loss of capture (loc) along with diaphragmatic stimulation which was not present at initial implant. A chest x-ray was taken which was inconclusive. A micro dislodgement is suspected but unconfirmed. To date no intervention has taken place. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.